Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and fentanyl via an implantable pump for chronic low back pain/non-malignant pain indications for use. It was reported that the patient had a pump replacement appointment scheduled for (B)(6), but the insurance denied the request and provided a limited timeframe to complete a peer-to-peer review. The patient husband required emergency open heart surgery and necessitated an aircraft by helicopter for the procedure and during that time the patient did went to their appointment. The patient reached back and was told they were given a window for (B)(6). The patient got a letter in the mail two days ago that the insurance had not approved this, and they called the office. The patient then said they would be in a wheelchair if they get it today and they still did not think they can do it by monday. The patient mentioned they have been messing with this pump, and they have already had the pump relocated. For the longest time, they got no benefit at all, and each doctor started completely new. The agent asked when the pain started, and patient said they have always had it. The patient also mentioned that they had 3 fusions at the base of their spine, and they were at about 60-degree angle and an inch and a quarter gap between the next one and it went into scoliosis, so it was bad. The patient stated that she could not take dilaudid. The agent reviewed and directed the patient to their healthcare provider (hcp). The patient mentioned that the boluses never helped her, and her back was just shot. The patient always has had pain. The patient stated that they have been slowly increasing the medication and stated they only got up about 3% and was just very low.

Event description:
Additional information was received from a consumer and as previously reported, it was noted the boluses never really helped her. The physician offices have been slowly increasing the medication over the past two years. The patient had to have the pump relocated. It was noted their pump never really worked. The implant site was too large, and their pump flipped around. The patient tried dilaudid, but that did not work either. After the patient moved the pump, it stopped working entirely. After the managing healthcare provider (hcp) checked the implant, the catheter had tied itself in a full knot. After that, they switched back to fentanyl. It was noted it took forever to get the dose increased to even kind of helping them. It was reported they get 136.5 micrograms. 5.7 micrograms per hour and 2.28 micrograms of baclofen per hour. The patient just had their pump replaced because it had reached its lifetime and they did not get external equipment. The patient had received a personal therapy manager (ptm) with the first implant. It was further reported their managing hcp had them take oral medication along with the pump device instead of using the handset to bolus. The patient requested information regarding obtaining a ptm, as they were not provided with one. The patient stated the doctor that they go to now did not prefer boluses and would prescribe oral hydrocodone to people with severe pain like herself.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2022-02-11, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.